Manufacturer narrative:
H.10: complaints database analysis revealed no similar event since unit installation in 2010. Based on the manufacturing date of device and on service activity results, the most likely root cause of the leakage is degradation of fittings material caused by wear, disinfectants and high level of humidity.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in legnano, (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to two broken water connections of the cardioplegia bridge. The fittings were replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was leaking water from cardioplegia circuit during priming and water flowed onto the floor. There was no patient involvement.